Event description:
The customer reported that the jaw insulation fell into the patient cavity. The material was retrieved and another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a followup report will be submitted.